Event description:
Clinic notes were received indicating that the vns patient was having an increase in seizures and felt that her device was not working. The patient had a partial seizure and fell two days prior to her office visit on (B)(6) 2014. The patient was having issues with stress, ptsd, and depression. The patient¿s device settings were increased to the maximum output current during the office visit. The epileptologist noted that the patient¿s device was critically low on battery and referred the patient for surgery. It is unclear whether the patient¿s increase in seizures was due to the patient¿s device being at end of service. The patient reported that her device was believed to be at end of service, and that the patient had 12 seizures between (B)(6) 2014; however, the patient stated that she was able to feel stimulation. The patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
Additional information was received stating that the vns patient did not have any changes in her medications. The epileptologist referred the patient for prophylactic generator replacement as the patient¿s high device settings required generator replacement every year. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows an ifi condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
.